Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was hospitalized due low blood glucose from 50 to 43 mg/dl. Customer's fiancé injected glucagon and called paramedics. By the time paramedics arrived customer's blood glucose was 78 mg/dl and was feeling better. Customer reported the device had alerted low blood glucose and when into threshold suspend. No further information reported.